Event description:
It was reported that the pump's pressure sensor clip broke. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the left flipper inside gear was broken off and the operation of the pump was noisy. Plunger sensor error was found in event history log. The stated problem was verified during inspection, the plunger head was taped together and the gear for one of the flippers was broken off. The root cause of the issue was a result of the customer's physical damage to the device. Replaced the left plunger case. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).